Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the that they experienced the low blood glucose. The customer¿s blood glucose level was below 20 mg/dl. Customer stated that they can troubleshooting the low blood glucose to ensure insulin pump was working as designed. Customer stated that he then started with strong convulsions, they had to treat him with a glucagon shot. Customer stated that they suspended the insulin pump was giving him juice even though he was unresponsive. Customer stated that he was still able to drink the juice. The insulin pump will not be returned for analysis.